Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 21mm 3300tfx aortic valve implanted eight (8) years, underwent valve-in-valve procedure due prosthetic valve stenosis. Patient presented with worsening shortness of breath and fatigue and has had several recent heart failure admissions. Tavr was successfully performed with a 20mm 9750tfx transcatheter valve.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including coronary artery disease (cad).